Event description:
A (B)(6) male pt contacted lifecor customer support to report that when he inserts either battery pack into the battery charger the right light illuminates. Support had the pt download and the download revealed several "battery charger fault" flags on both battery packs. Support sent the pt a replacement battery charger and battery packs.

Manufacturer narrative:
Device manufacture date: battery charger: (B)(4) - 12/2008; battery pack: (B)(4) - 10/2007; battery pack: (B)(4) - 03/2008. Device eval summary: device evaluations of battery charger (B)(4), battery pack (B)(4), and battery pack (B)(4) have been completed. The reported problem was confirmed. The cause of the defective battery charger was a defective q1 chip. This bad chip caused the battery pack to not enter charging mode. The root cause of the defective q1 cannot be positively identified, but was likely random component failure. The faulty charger was repaired. It was then retested and restocked. Battery pack (B)(4) had a bent connector pin. This made the battery pack not make good contact with the charger and the monitor. This caused communications faults seen in this pt's download. The root cause of the bent pin was probably inserting the battery pack into a misaligned monitor battery connector. The battery pack was repaired and retested. Battery pack (B)(4) was fully functional. It was retested and restocked. No adverse event resulted from the damaged battery charger and battery pack. The pt received a replacement battery charger and battery packs.